Manufacturer narrative:
This report is submitted on may 27, 2021.

Event description:
Per the clinic, the patient experienced fluctuating impedances and persistant headaches. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 22, 2021.